Event description:
The foley bag was found to be leaking onto the floor. This is an ongoing issue with this product. We are again reporting the defect. The product develops a leak where the urimeter connects to the bag.